Event description:
It was reported that a clearlink secondary medication set was involved in a no flow incident during patient connection. According to the report, droplets were observed in the device¿s drip chamber, but the nurse ¿probably did not wait long enough to determine if the fluid was flowing.¿ the nurse then returned and found that the clamp was closed and the secondary medication (an unknown antibiotic) did not infuse. An unknown primary medication did infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.